Event description:
It was reported that the pump's alarm volume and vibration were too low. There was no reported adverse impact to customer's blood glucose level. The customer reverted to manual insulin injections for insulin therapy.